Event description:
It was reported that a physician was unable to "complete the device download/long interrogation procedure", and the complication was not resolved through troubleshooting. No patients were affected as a backup wand and programmer were used to perform the long interrogation. It was later clarified that the "device download/long interrogation" was the extended generator memory download process. The product has been received, but analysis has not been completed to date.

Event description:
Analysis was completed on (B)(6) 2015 and found that the long interrogation could not be performed due to the directory table on the sd card being full. As a result, the handheld thought the sd card had no remaining space and thus could not complete the long interrogation. The cause of the directory table being full was the use of file names in an incorrect format. The most likely cause of the sd card being in the incorrect format is that the user reformatted the sd card by inserting the sd card into a computer that was not compatible with the original format. The computer would have reformatted the sd card automatically. Receiving inspection records were reviewed, and the sampled sd cards that were inspected did not have any issues. However, this cannot be confirmed for all the sd cards, and the cause of the incorrect formatting of the sd card cannot be determined.